Manufacturer narrative:
Additional/corrected data: h10 this is one of three manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2024-01417, 2015691-2024-01418, 2015691-2024-01420.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the native mitral position (mac). This first 29mm sapien 3 ultra resilia valve was implanted with ideal positioning 90/10. As the 29mm commander delivery system balloon was deflating a pvc occurred which moved the valve atrial, changing position to 50/50. The valve continued to migrate atrial with mild pvl. The valve was then post dilated but remained non improved. A decision was made to place a second 29mm sapien 3 ultra resilia valve more ventricular. The second valve implant was successful. However, the doctor wanted to flair outflow of the valve frame to prevent further migration. As the second 29mm commander delivery system balloon interacted with valve frame, both valves embolized into the left atrium. Surgical removal of the embolized valves and mitral valve replacement was performed. The patient was remained stable throughout.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral position procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU}, valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position}, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (post dilation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.